Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 350-500mg/dl. Manual injections were administered to address the bg levels. A system check was performed and the pump performed as intended. There was no observed damage to the infusion set cannula. After performing a supply change, the customer's bg levels decreased to 200's mg/dl range.